Event description:
It was reported that the oxygen- air mixer's knob was not working. There was no reported patient harm. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be sent when the investigation is completed. (B)(4).